Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Initial reporter and operator of device are unknown. No product information has been provided to date. Lot number not provided.

Event description:
It was reported that there was air-in-line (ail) during medication administration. No patient injury was reported.